Event description:
This rv lead was implanted on (B)(6) 08, and explanted on (B)(6) 12, due to an unknown elective replacement procedure. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).